Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a restarted sensor session. In addition an early sensor expiration due to stale start command was found on (B)(6) 2019. No injury or medical intervention was reported.